Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular planned procedure was performed when the issue happened. The procedure some delays, and procedure was completed to move the stand manually. A field service engineer (fse) examined the system on-site and confirmed that c-arm has not movements. After reviewed log file, fse found an uncalibrated clear longitudinal error. Upon troubleshooting, fse found there was no longitudinal geometry movement and seems intermittently off. To resolve the issue, fse rechecked all connections and retested the system for movement did not get any failure. After rechecked all connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that c-arm movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.